Manufacturer narrative:
(B)(4).

Event description:
A customer reported that there was a fluid leak from the coulter lh500 hematology analyzer. Approximately 50 ml of fluid dripped onto the outside of the instrument. The operator was wearing a lab coat and gloves when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control or risk management plan in place at the facility. There was no report of patient results being affected by this event. There was no report of death, injury or change to patient treatment as a result of this event. Service was dispatched on (B)(6) 2012 and the field service engineer (fse) replaced tubing at pinch valve (pv43) that has a hole. Service activity performed was verified per established procedures, and the results met the published performance specifications. The leak may have contained blood, diluent, cbc lyse and cleaning agent.